Event description:
A us distributor reported that a patient had gone to the emergency room because his lifevest was too tight. The patient reported that a doctor at the emergency room had done an x-ray and found that the patient had bruising on his ribs. The doctor advised that the lifevest may have caused the bruising because it was too tight. The patient ended use of the device and follow up attempts were unsuccessful. The outcome of the patient's injury is unknown. There is no indication that a device malfunction caused or contributed to the reported skin irritation.